Event description:
It was reported that the patient was seen at the hospital after hearing the patient alert. Evaluation indicated oversensing and noise on the lead. The lead is no longer in use and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.